Manufacturer narrative:
The pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, was unable to prime unit during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners, battery tube threads, and a scratched display window.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 260 mg/dl. The customer states the pump was not exposed to a high magnetic field and passed the displacement test. The customer states they are able to complete the rewind. The customer state there is many no delivery alarms and feels unsafe with the pump. The device will be returned for analysis.